Event description:
Pool of blood noted under dialysis machine. It was noted that the arterial line (fresenuis blood lines) was not tightly screwed into the machine. Aproximately 200 ml blood loss. Patient had hematocrit/hemoglobin rechecked. No injury to the patient.